Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information:h4. The device was returned to olympus for inspection, and the reported failure was confirmed. Addition reportable malfunctions were identified during the device evaluation such as no image was due to damage on the charge couple device unit, corrosion was found on the plug unit, the adhesive on the bending section cover was detached, and adhesive was found peeling on the objective lens. Based on the results of the investigation, the probable causes are damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported by the customer that the subject device displayed vertical colored lines on the device display. There were no reports of patient or user harm.